Manufacturer narrative:
The product was not returned for evaluation and had been used for treatment. A relationship, if any, between the product and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the product in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. Possible causes of re-bleed could be due to not using using sterile lactated ringer solution or sterile water (h2o) only. Also, adding excess lactated ringer solution or sterile water (h2o) will result in a less viscous dressing, whereas less lactated ringer solution or sterile water (h2o) will result in a more viscous dressing that may not perform as desired as well as to ensure maximum efficacy, cover the denuded tissue and mucosa. There are no previous reports of swollen eyelids. We cannot discard it if the product is applied in the orbital space. There were no indications that would suggest that the product did not meet product specifications upon release into distribution.

Event description:
It was reported after treatment the patient was applied a stammberger sinus dressing to the patient nose on one side and competitor device (visco nasal packing) to on the other after the endoscopic sinus surgery. Two hours after, the patient was bleeding at the nose and the doctor additionally applied the competitor (visco nasal packing) device to the patient nose on one side as a medical treatment. An hour later after additionally applying to the patient nose, it was reported that the patient eyelids were swollen. After an hour and a half later, the patient was recovered without any medical treatment.